Event description:
Consumer complaint of low blood results. Customer's nurse carmen called in stating customer's meter is reading low. Customer states he feels fine and does not require any medical attention. Customer' s expected results are 103-112 mg/dl. Verified the strips expire 06/01/2017 and were first opened (B)(6) 2015. The customer confirms the test strips are stored properly in bedroom. Customer ran a blood test, 88 mg/dl. Reviewed the results in the meter memory: (B)(6). Customer nurse called in stating that customers meter is reading too low. She rand a blood test with the office meter and got a result of 108 mg/dl and using the trueresult meter he got 88 mg/dl. Time and date on meter is not set. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.